Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a mildly tortuous vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres (atm), secondly at 14 atm; however, on the third inflation at 20 atm for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient was in good condition after the procedure.